Event description:
The user found that the endoscopic image on the monitor flashed or disappeared because there was sometimes no signal from the dvi output. At the user facility, 3 monitors were connected to the dvi terminal of the device. The same phenomenon occurred on these 3 monitors. The user connected another cable to the dvi terminal and monitors, but the phenomenon was not resolved. The user replaced the device with another device and completed the procedure. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.

Manufacturer narrative:
The device was not returned to olympus medical systems corp. (Omsc), but returned to olympus repair center for evaluation. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Omsc confirmed the repair record of the device and found the following. The device was repaired four times in the past year. The exact cause of the reported event could not be conclusively determined. The replacement of the inner circuit board has been carried out because there was connector corrosion due to water penetration. After that, the user informed olympus that the image was still not displayed. Omsc surmised that the electronic component related to the dvi output of the circuit board was broken. The circuit board was broken by the intrusion of water one year ago and became unstable. If significant additional information is received, this report will be supplemented.